Event description:
It was reported that during the implant procedure, the physician had difficulty extending the right ventricular lead hellix. When the lead was connected and tested it exhibited high capture thresholds and low r waves. The lead was removed and replaced.

Manufacturer narrative:
(B)(4).